Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 10 mg/dl while wearing the pod. The patient reports they had administered manual insulin due to their blood glucose level being over 400 mg/dl prior to their blood glucose level dropping to 10 mg/dl. The patients reports being found by their spouse blue and having a seizure as well as foaming at the mouth. Once at the hospital the patients pod was removed. The patient had a magnetic resonance imaging (MRI) administered. The patient was treated with intravenous fluids as well as dextrose. The patient had an emergency cesarean performed as they were 7 months pregnant. The patient remains in the hospital at the time of this call. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.